Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked circuitry on both sides of the lcd controller plus a cracked lcd screen. Unable to perform displacement test due to the display anomaly. The middle (enter) keypad button is cracked. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Event description:
Information received by medtronic indicated that insulin pump had crack at the bottom of the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.